Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The instrument completely broke in two pieces.

Manufacturer narrative:
Examination of the returned device confirms that the rp tib try impactor has fractured into two pieces. The impactor surface exhibits minor scratching and scaring. A complaint database search on the provided product code identified similar complaints which were attributed to product wear out. The root cause is attributed to product wear out through impactions over time. Based on the investigation determination of wear out as the root cause, the need for corrective action is not identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.